Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The repair center reported: the equipment does not show ECG with the paddles. There was no patient involvement.